Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, on the fourth firing, the device misfired. The device stopped working. It sounded like it was firing, but only some of the staples seemed to close. It is unknown how the procedure was completed. There was no injury to patient or report of adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Procedure: undeclared hepatobiliary surgery. The surgery was not part of a clinical trial.

Manufacturer narrative:
(B)(4). Batch # n5778c. The analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60w cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).this correction is being submitted to correct the sequential numbering for follow up reports #2 and #3. Follow up report #2 submitted should have been numbered as follow up 1. Follow up report #3 submitted should have been numbered as follow up 2.